Event description:
A medtronic representative reported that, while in a spine procedure, the site damaged a spine clamp. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no surgical delay nor impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative, following-up at the site, reported that a couple of tiny little pieces on the inside pin broke. This was deemed to be unusual damage. RMA issued. Replacement thoracic clamp shipped to site (B)(4) 2014. Medtronic investigation of returned suspect thoracic clamp finds that the cylinder within the clamp face is broken releasing the adjustment screw. There is debris in the threads of the adjustment screw, as well as stripped threads near the back end of the travel causing great difficulty turning the screw. Physical damage - pieces broken - directly caused event.